Manufacturer narrative:
A review of the associated manufacturing records indicated that the device met all release specifications. The device was returned to gore for evaluation, the engineering evaluation revealed one end was cut cleanly while the other end was frayed. Numerous densification marks were observed along the length. The fiber is not handled by any tools that would leave similar marks during processing at gore, so the marks likely originated from handling during the procedure by tools such as graspers. The IFU for gore-tex suture precautions state ¿avoid crushing or crimping the suture with surgical instruments.¿ per the instructions for use (IFU) for the gore-tex® suture, "as with any suture, care should be taken to avoid damage when handling. At least seven, equally tensioned, flat square throws are required to produce a secure knot when tying gore-tex® suture for chordae tendineae repair or replacement. Additional throws may be necessary depending on surgical circumstances. When tying knots with the gore-tex® suture, tension should be applied by pulling each strand of the suture in opposite directions with equal force. As the knot is tensioned, the air in the suture is forced out. Care should be taken to avoid using a jerking motion which could break the suture. Uneven tensioning of a well formed square knot may result in an unsecure knot. When the gore-tex® suture is properly tensioned and formed, standard surgical knotting techniques will produce a secure knot."

Event description:
The following was reported to gore; on (B)(6) 2021, the patient underwent a graft implantation procedure for creating the dialysis shunt. When the physician was sewing up the artery graft using the gore-tex® suture, he noticed the suture was frayed from the needle end. It was reported the physician sewed several stitches. Reportedly, the physician loosened all stiches and another suture was used as a replacement. Reportedly, the procedure was concluded without any injury to the patient. The physician reported that he did not nip the suture with forceps. He reportedly only used them in the usual way. The physician stated, it was possible that the suture was used for calcification site. The suture will be returned to gore. No customer response is required.